Manufacturer narrative:
The customer's glidescope gvl 5 was not returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Upon review of the device history for the serial number: (B)(4) it was determined that the device was manufactured on november 15, 2012. The glidescope gvl 5 reached its end-of-service in 2017 and is therefore no longer serviceable by verathon. Due to the age of the device and the fact that there are no repairs available for the device, the customer was advised to replace their glidescope gvl 5. At this time, the cause of the reported issue could not be determined; however, it is likely that the age of the device, ten (10) years and one (1) month, may have caused or contributed to the event. Review of complaint history for the reported laryngoscope serial number: (B)(4) did not identify any previous complaints reported to verathon. Trending analysis for the glidescope gvl laryngoscopes does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope gvl 5 laryngoscope, the image was cutting in and out intermittently. It was reported that they needed to hold the connector between the blade and the cable in order to get a consistent picture. The customer reported isolating the issue to just the glidescope gvl 5 laryngoscope. No delay in the procedure, use of a backup device, or harm to the patient was reported.